Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-03082. It was reported the patient experienced ineffective stimulation and the ipg was inoperable due to not charging as recommended. Surgical intervention took place wherein the system was explanted and replaced with a drg system to address the issue.